Event description:
It was reported that upon perforring a colonoscopy with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d] treatment tissue in the cecum became necrotic. The settings were apc pulsed, effect 2 at 20 watts maximum with a 1.8 liter/minutes flow rate. The procedure went well; however, 48 hours later the pt developed pain. Therefore, the colon was resectioned to remove necrosis in the cecum. The pt is now doing fine.